Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was perform and passed. Receiver relevant functional tests were performed and passed. Receiver pairing test was perform and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.